Event description:
The customer reported the oxygen (o2) sensor on the 840 ventilator would not calibrate. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the oxygen sensor. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).